Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that high lead impedance was noted at a generator replacement surgery. The patient was surgically closed and a lead revision surgery was performed approximately two weeks later. The generator was replaced due to incompatibility with the new lead. There have been no reports of any adverse events associated with the high lead impedance event. The explanted lead and generator have been requested for return.